Manufacturer narrative:
The endoplege coronary sinus catheter was returned for evaluation. Some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated with a 2 cc syringe of water the shape of balloon was found to be unacceptable, but there were no leaks observed in the balloon. Visual inspection was performed with an unaided eye. There were no other defects detected with the device. A review on manufacturing records was performed and there were no nonconformances associated with this lot. Instructions for use were reviewed and they were found acceptable. However, in this case there are no indications that the customer did not follow the correct technique as instructed by the IFU. The eccentricity of balloon was not acceptable after use. However, if the eccentricity of the balloon before use was as seen, it is highly likely that the customer would have noticed and reported it. The eccentricity of the balloon may have changed after it was inflated in the coronary sinus, causing the tip of the device to be too close to the wall of the coronary sinus. Depending on the patient's anatomy, the pressure from the cardioplegia flow or the tip of the catheter could have caused the hematoma. The exact root cause of what caused the hematoma cannot be determined; hence a CAPA will not be initiated at this time. The information gathered in this customer experience report will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Event description:
It was reported by the sales rep that the surgeon, noticed a hematoma in the coronary sinus during a mini mvr. He used the endoplege coronary sinus catheter for one dose of retrograde cardioplegia and then discontinued and switched to antegrade. There was apparently no patient harm and no corrective actions were taken. The anesthesiologist inflated the balloon to achieve occlusion of the coronary sinus. It was an apparent adverse event. They don't know what caused the hematoma, but the endoplege coronary sinus catheter was the only thing passed into the coronary sinus. Nothing was done to treat the hematoma. There was no apparent balloon leakage and the balloon was taken down and removed with the catheter at the end of the case.

Manufacturer narrative:
Device evaluation into the root cause of this event anticipated upon receipt of the device.